Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the clips were fired, they were not properly closed. Consequently one of the clips migrated. This made it necessary to convert the procedure to open. This problem has provoked an extension of period of hospitalization. The customer did not store the implicated medical device. The customer is unsure which lot number was involved, so two unused samples of the possible lot numbers will be returned for analysis. Add'l info has been requested: what vessel was the device being fired across? Were the clips malformed or scissored? Was the clip retrieved? How long was the pt's hospital stay extended? Did the pt have a full recovery? Pt's sex, age, and weight? Did the pt have any pre-existing conditions?

Manufacturer narrative:
Eval summary: instrument a and b was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within mfg requirements when tested. No malformed clips were noted during testing. The instrument was fully functional and conforming to mfg requirements. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the mfg process.